Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, environmental, and defibrillation cycling without duplicating the report. An internal inspection resulted in no findings. The main board was replaced as a precaution. The device was recertified and returned to the customer. The battery used was not provided for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.